Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket device was demonstrated during a training session on (B)(6), 2010. According to the complainant, during demonstration the tip failed to detach from the basket wires and the wire snapped at the handle. There was no patient involvement and the device was used only for demonstration during a product training session.

Manufacturer narrative:
(B)(4). (Tip won't detach). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)